Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the nurse stated that they cannot get the pads to fill. They are trying to start therapy, but it keeps giving an alarm that said air leak. Nurse stated tried to be filling the reservoir, but it was not taking up any water. Nurse provided s/n (B)(6). Confirmed therapy was currently stopped. Had nurse disconnect the pads. Walked nurse through placing device in manual control. Diagnostics without pads: water flow rate was wfr 0 l/min, inlet pressure was ip 0psi, circulation pump command was cpc 100 percentage, system hours were 1,636, and pump hours were 1,549. Informed nurse it appeared that the circulation pump may have gone out. They will need to send this device to biomed labelled no flow and swap to another device. Nurse stated that they do not have another machine so they will use an alternative means for therapy.

Event description:
It was reported by the nurse stated that they cannot get the pads to fill. They are trying to start therapy, but it keeps giving an alarm that said air leak. Nurse stated tried to be filling the reservoir, but it was not taking up any water. Nurse provided s/n (B)(6). Confirmed therapy was currently stopped. Had nurse disconnect the pads. Walked nurse through placing device in manual control. Diagnostics without pads: water flow rate was wfr 0 l/min, inlet pressure was ip 0psi, circulation pump command was cpc 100 percentage, system hours were 1,636, and pump hours were 1,549. Informed nurse it appeared that the circulation pump may have gone out. They will need to send this device to biomed labelled no flow and swap to another device. Nurse stated that they do not have another machine so they will use an alternative means for therapy.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h, UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.